Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during pulse field ablation (pfa) procedure a farawave catheter was selected for use. As the package was opened and the catheter was taken for the preparation, it was noticed that the irrigation port was defective by flushing the catheter. A leak was noted. This was identified among two catheters during preparation. The catheters were replaced. No patient complications were reported.